Event description:
The surgeon completed a total knee arthroplasty procedure using he robotic arm interactive orthopedic system. Whole drilling the first bone pin in tibia, bone pin seized in 4.0 stabilizer causing bone pin to get stuck in stabilizer and stabilizer to spin with the pin while in patient. Difficult to lift stabilizer out of incision with pliers. Difficult to remove bone pin.

Manufacturer narrative:
"While reviewing the complaint record associated with this report, it was discovered that this event was incorrectly filed as a serious injury. We confirmed that this event did not cause or contribute to any life-threatening condition or permanent impairment to the patient and did not require any medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, a review of complaint history records from january 1, 2015 until today, confirmed that there have been no reports of death or serious injury associated with similar events for this device family.finally, the device¿s associated risk documentation confirmed that the highest potential severity of harm for this hazardous situation is a s2. Therefore, we will no longer be filing reports for this event type.

Manufacturer narrative:
Based on the results of investigation.

Event description:
The surgeon completed a total knee arthroplasty procedure using he robotic arm interactive orthopedic system. Whole drilling the first bone pin in tibia, bone pin seized in 4.0 stabilizer causing bone pin to get stuck in stabilizer and stabilizer to spin with the pin while in patient. Difficult to lift stabilizer out of incision with pliers. Difficult to remove bone pin.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon completed a total knee arthroplasty procedure using he robotic arm interactive orthopedic system. Whole drilling the first bone pin in tibia, bone pin seized in 4.0 stabilizer causing bone pin to get stuck in stabilizer and stabilizer to spin with the pin while in patient. Difficult to lift stabilizer out of incision with pliers. Difficult to remove bone pin.